Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked in two locations. It could not be determined when this damage occurred. The data showed no timeouts or drive stalls that would indicate the pod struggling to deliver insulin while worn.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent and the patient's blood glucose (bg) rose above 250 mg/dl. The pod was discarded.